Event description:
Hill-rom received a report from a hill-rom technician stating the brake not set alarm was inoperable. The bed was located at the account in room 6s. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom technician found brake not set alarm inoperable. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2013 and 2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the alarm to resolve the issue. Based on this information, no further action is required.